Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event estimated as 10/24/2022 d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that during a hands-on session of the supera stent (group 1) at the abbott peripheral roadshow event on 10/24/2024, approximately the year before last (estimated date 10/24/2022) while implanting the supera stent, the stent curved in the iliac. For this reason, the doctor switched to open surgery. There was a clinically significant delay. The physician stated that at first, he was really not familiar with the device, but now he has skill and more confidence. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible interaction with the anatomy resulted in the reported material deformation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.